Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing resolving the occlusions. There was no adverse impact to customer¿s blood glucose level.